Event description:
A customer reported that a patient underwent minimally invasive conjunctiva vitrectomy and inner boundary membrane exfoliation with perfluoropropane gas injection, macular fissure closure, cataract phacoemulsification removal, intraocular lens (iol) implantation. The surgery was completed successfully. The patient came for a follow up visit and diagnosed with anterior chamber residual cortex. Surgery was required and the patient underwent anterior chamber irrigation and admitted to a one-day ward for further treatment. The left eye anterior chamber puncture cortical aspiration was performed under local anesthesia. No complication during the surgery, no medication given after the surgery, the surgery was completed successfully.

Manufacturer narrative:
This report originally filed under mfg report num 1610287-2022-00015. All future reports will be submitted under mfg report num reflected in this report. The c3f8 tank sample was not returned, therefore testing could not be performed. An analysis of the retain sample, lot 036507, showed that the product was c3f8 gas and that the c3f8 gas sample passed all release criteria. A review of the batch production record for lot 105717 showed no unusual manufacturing issues. The expiration date is january 31, 2023. A review of the complaint records showed no other complaints against lot 105717. The clinical study noted the severity of this unexpected adverse event is mild. The relationship between the product studied is certainly unrelated. The relationship between the surgical operation is certainly unrelated. The root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in section b.5 and b.3. The previous supplementary report was filed under mfg report num 1610287-2022-00015. All future reports will be submitted under mfg report num reflected in section g.8 of this report. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received clarified that the patient condition has recovered.